Manufacturer narrative:
(B)(4). The returned device was visually inspected and was found in normal condition. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The functionality of the sensors of the catheter was tested on the carto system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. An irrigation test was performed and the catheter passed; no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use state that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 system, model #m-4800-01, s/n: (B)(4). Smartablate generator, model #m-4900-07, s/n: (B)(4). Smartablate pump, model #m-4900-08, s/n: (B)(4). Ez steer cs catheter, model #d-1263-07-s, lot #17432900m. Lasso nav variable eco catheter, model #d-1343-01-s, lot #17468012l. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During ablation, the patient became hypotensive and a cardiac tamponade was confirmed via ultrasound. Pericardiocentesis yielded 400cc. Remainder of procedure was aborted. It was noted that the patient was being paced. Physician did not provide a causality opinion. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.